Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21457. It was reported the patient experienced a fall in (B)(6) 2013 and has felt a change in stimulation since the incident. X-rays indicated one of the patient's leads had migrated to the ipg pocket. Physician consult is pending.